Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 1000 mcg for a total dose of 699.41816 mcg/day and bupivacaine 10 mg for a total dose of 6.99418 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2018 the patient was seen/examined in clinic for post-operative visit. The patient reported an episode of "green pus." The patient had scabbing on the medial part of their pump pocket. The edges were not approximated, the hcp evaluated the patient and recommended the pump pocket revision surgery. On (B)(6) 2019 surgical intervention occurred where the pump pocket revision surgery was completed at the pump pocket implant site. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was partial wound dehiscence. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was the pump pocket. The event date was (B)(6) 2018. No further complications were reported/anticipated.